Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the device was placed back into service. The device will not be returning to zoll.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was intermittently distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.